Manufacturer narrative:
Li, x., dines, j. S., warren, r. F., craig, e. V., & dines, d. M. (2015). Inferior glenosphere placement reduces scapular notching in reverse total shoulder arthroplasty. Orthopedics,38(2). Doi:10.3928/01477447-20150204-54. The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. The risks associated with the use of the product are discussed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, " inferior glenosphere placement reduces scapular notching in reverse total shoulder arthroplasty ". This complaint addresses: 1 base plate loosening in a (B)(6) male with metastatic prostate cancer to the glenoid that was not recognized preoperatively.